Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 8800 system had a filament regulator failure error message. No patient injury was reported.